Event description:
Customer informed ansell healthcare products, llc that after using a lifestyles condom, medical attention was required for burning and swelling.

Manufacturer narrative:
(B)(4). Ansell healthcare products, llc is submitting this report on behalf of manufacturer.